Event description:
Event description boston scientific received information that this pacemaker went to end of life indication two months ago. Upon interrogation of this patient's device today, the device went into factory parameters upgrade telemetry and didn't finish. The caller tried several times with the same result. It was reported that this device is checked every 63 days by transtelephonic monitoring (ttm) but the patient has been in a nursing home for for 3-4 months and has not been physically checked. To date, there have been no reported patient symptoms associated with this clinical observation.